Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was a pump motor drive post error in history and the battery was depleted. The device was tested by start up, flow and occlusion testing. The pump was running on battery and just after the depleted message appeared the pump motor drive alarm happened. The customer did not recharge the battery pack after depleting it. The battery was replaced as preventative maintenance and delivery testing was performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that medfusion 3500 pump displayed a motor drive error. There was no patient involved as the issue occurred during preventative maintenance.